Event description:
Customer reported 15-20 minutes after multi-level vertebroplasty, pt went into cardiac arrest, could not be resuscitated, and died. The event is reported to have occurred in 2002. The exact date is not available.